Event description:
It was reported that prior to the attempted implant of a 26 millimeter (mm) transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to severe calcification. Following the bav, the surgeon was concerned about the anatomical fit of the 26 mm valve due to the severe calcification and the size of the patient's native valve. Subsequently, it was decided to proceed with a 23 mm valve, which was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: the patient executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be completed. Two intraprocedural fluoroscopic images associated with the reported event were provided. Fluoroscopic valve load inspection images were not provided; therefore, verification of appropriate valve loading could not be performed. It was reported that a 26 mm valve was initially implanted but demonstrated under expansion and was subsequently withdrawn and replaced with a 23 mm valve. Review of the available fluoroscopic images shows a fully released valve. In the cusp overlap view, the valve appears under expanded, whereas in the lao view the valve appears adequately expanded. The images also demonstrate the presence of calcification, which may have contributed to the observed under expansion of the implanted valve and the reported issue. Because the pre-implant patient executive summary and a complete set of intraprocedural images were not available for review, a comprehensive analysis could not be completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.